Event description:
On (B)(6) 2013, the patient contacted animas, alleging that there was a black line across the middle of the display screen that made it difficult to read. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission: 05-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 15-mar-2018 with the following findings: during investigation, no line was observed through the display. Unrelated to the original complaint, the display was observed to be dim and orange. The original complaint of a line through the display was unable to be duplicated. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.